Event description:
Surgeon reported a port replacement, no reason provided. Device analysis found leakage from a smooth opening in the port tubing, consistent with wear and tear.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a thinner surface and smooth opening at the port tubing consistent with wear and tear. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. No additional info has been reported to allergan regarding the serial number, event date, implant date, explant date, diagnostic testing, event description and pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."